Manufacturer narrative:
Other applicable components are: product ID 97754, serial# (B)(4), product type: recharger.

Event description:
A consumer implanted for spinal pain reported that since implant they had trouble recharging the implantable neurostimulator (ins). About three weeks ago they noticed the implantable neurostimulator (ins) was flipped but were able to meet with the healthcare provider (hcp) about two weeks ago who was able to flip the ins back allowing them to charge. Within a week after meeting with the hcp they were unable to charge. Currently the consumer was seeing a warning power on reset (por) message which was related to an overdischarge event. Surgery was scheduled for (B)(6) 2016 to revise the ins. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.